Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to remove the insulin cartridge from the ilet and attempted removal with pliers, which damaged the luer connector and prevented gripping, leading the user to stop ilet use and move to backup therapy. Symptoms included hyperglycemia with a reported peak blood glucose of 365 mg/dl lasting a couple of hours, without ketone testing, medical intervention, assistance, or acute complications. Outcomes included temporary interruption of automated insulin delivery and user-initiated transition to backup therapy. Investigation included a review of the device return logistics and user report; no device-generated alerts were reported by the user. Investigation of this case revealed a damaged luer connector consistent with a cartridge removal difficulty and user-applied mechanical force to the connector. It was concluded, based on previously established findings for similar reports, that user handling and damage to the luer connector were the most likely causes.